Event description:
It was reported the programmer shut down mid ppm (pulses per minute) check. It is noted the programmer was running very slow prior to this. On reboot, the programmer continued running slow and gave an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error; the error code was found in the programmer error log. Analysis could not confirm the reported shut down; the programmer powered up and interrogated with no shut down or errors. Analysis could not confirm the reported sluggish performance. Concomitant product: 229047 analyzer (B)(4).